Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator that was just taken out of the patient had some metal which broke off of it. Although it was unclear if the metal fragment that broke off remained in the patient, information reasonably suggests that it did. No further information was reported. If additional information becomes available a follow-up report will be submitted.